Event description:
Reported discrepant sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested positive with quickvue otc but negative with molecular (pcr testing), another brand's rapid antigen assay, and with repeat quickvue otc testing. 3 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.